Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of tracking and trending data, a review of service history record, and a review of product labeling. The field service representative replaced the valve, manifold kit (pn 7-77612-03) and the syringe (pn 7-77650-02-98gr) which were considered the likely causes for the issue. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the valve, manifold kit (pn 7-77612-03) and syringe (pn 7-77650-02-98gr) were replaced. A search for similar complaints identified no adverse trends of the valve, manifold kit and syringe, with regard to discrepant patient results. A review of the i2000sr tracking and trending data did not identify any systemic issues or adverse trends associated with the erratic result described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2019-00486 under a different suspect device. All further information will be documented under this manufacturer report number. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased ca 19-9 result for a pancreatic cancer patient, when processing on the architect i2000sr. The initial and retest results for sid (B)(6) were 981.7, <2, <2, and 2.03 u/ml. No impact to patient management was reported.